Manufacturer narrative:
The insulin pump received with loose/protruded drive support disk, broken battery tube threads and cracked reservoir tube lip. Prime alarm during basic occlusion test due to loose/protruded drive support disk. Pump passed idle current test, run current test, displacement test and rewind. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime/a33 test and excessive no delivery test due to prime alarm.

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system error alarm. Customer's blood glucose was 230 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.